Event description:
Pediatric central venous line ("pcvl") in rt arm. Alarm sounded "distal occlusion"; IV rate increased slightly-still alarmed. Filter changed under sterile conditions-after 10 mins alarmed again "distal occlusion." Md flushed 3mls n/s from closest distal port, and 2 pinholes were seen where fluid leaked. Pediatric IV inserted; pcvl pulled out.